Event description:
The egress cannula(outflow segment) broke off during surgery. It was found in the scope pan after the patient was in the pacu and the patient was then brought back to the or for removal.